Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while the customer was showering. Reportedly, the alarm cleared and insulin delivery was resumed. There was no impact to the customer's blood glucose level.